Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down and would not boot back up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.